Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter. Prior to use on the patient, once the tip was retracted into the shaft for confirmation, and the tip was angled after that, then it was confirmed the translucent part frayed. Used another for procedure. No patient harm. Operating room time not extended.

Manufacturer narrative:
(B)(4).